Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the site requested a clamshell kit for a distal end driveline repair. It was reported that there was a driveline cable disconnection/failure. On (B)(6) 2021 the patient had the repair done.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the driveline¿s outer jacket from the controller connector can be confirmed based on the onsite evaluation by an abbott representative. A clamshell repair was successfully performed on (B)(6) 2021 by an abbott representative without issue. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and no further related issues have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 7 ¿equipment storage and care¿ provide information on driveline care and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook (rev. C) is also currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The clamshell repair was successful.